Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the nurse programmed heparin to infuse for 8 hours, but the entire bag infused within the first hour. The patient was admitted to the ICU immediately after, and there was no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of an overinfusion was confirmed. On physical inspection it was noted that the device had a crack in the lower door hinge and a damaged membrane frame. Crush marks were observed on the primary set's upper fitment. Analysis of the pcu event log shows that the pump module was programmed to infuse heparin weight based dosing 25000unit in 500ml at a rate of 13ml/hr with a vtbi of 240ml at 11:37 pm on (B)(6) 2018. The infusion ran until 12:43 am on (B)(6) 2018 when the door was opened. The volume recorded as being infused during this period was 13.695ml. Functional testing was performed and found the device to be delivering fluid out of specification due to an incorrectly seated platen caused by the damaged membrane frame. Prior investigations have shown that an unsecured platen can lead to both under and over infusions. There was no leaking observed with the primary set. After replacing the damaged membrane frame, the device was observed to deliver fluid slightly out of specification on the low side. The device was calibrated and after calibration was then delivering fluid within specification. The root cause of the overinfusion was an incorrectly seated platen due to a damaged membrane frame.